Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately four (4) months after placement while the dentist was attempting to remove the abutment. This MDR is the fifth of five (5) reports.